Manufacturer narrative:
Common device name: krd/hcg. The event was reported as a re-sheathing issue on (B)(6) 2015. Device was returned for analysis on 8/8/2016, and product analysis on 8/15/2016 revealed coil damage. The event met MDR reporting criteria at the time analysis was completed. (B)(4) conclusion: the deltamaxx lot c33981 was returned for analysis. The complaint was created 12/29/2015 and the device was received on 8/11/2016 with no explanation on the time delay. The unidentified microcatheter and the rotating hemostatic valve (rhv) were not returned. Concerning cleanliness only, the microcoil system was returned in almost pristine condition. The system was either not used or was cleaned before being returned which may have produced further damage. It is also unknown if the device was improperly handled for returned packaging or was further manipulated and/or inspected post-procedurally. In addition, any trace or other evidence that may have been complaint related may have been altered or removed prior to being returned due to post-procedural handling, cleaning, and packaging. As viewed through the returned packaging, it was found that the coil was untangled and unprotected. Located 38.0 centimeters off the distal tip of the green introducer, the coil protrudes through the sheath. There is mechanical sheath damage at the protrusion site that caused the skive to open up allowing the coil to protrude outside the introducer sheath. This damage was caused by the resheathing tool. The distal section of the coil has an area of damage. The circumstances of how and when this damage occurred cannot be determined. This area was returned exposed and entangled. The remainder of the coil is undamaged. No manufacturing defects were found. The resheathing difficulty was confirmed. While the root cause cannot be determined, the most likely contributing factor occurred when the resheathing tool damaged the introducer sheath. This damage opened up the skive which allowed the coil to protrude through the sheath. The circumstances of how and when the resheathing tool damaged the introducer sheath cannot be determined. In this condition the coil cannot be resheathed. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing or inspection process that can be related to the reported complaint. There was no evidence of a manufacturing issue; therefore, no corrective actions will be taken at this time. This is one of two mdrs submitted for this event with associated report numbers of 2954740-2016-00178 and 2954740-2016-00177.

Event description:
As reported by a healthcare professional, two deltamaxx coils (cdx18031230/c34364 and cdx18041530/c33981) had re-sheathing issues, and an envoy guide catheter (67025890/17112674) was kinked. The procedure was successfully completed without patient adverse event. Multiple attempts to obtain additional information were unsuccessful. No additional information could be obtained. Product analysis revealed that both deltamax coils were damaged.

Manufacturer narrative:
(B)(6).